Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-02723. It was reported that the patient was hospitalized following his scs system implant procedure on (B)(6) 2018 due to an abdominal pain and shortness of breath. Reportedly, he was sent for a CT scan and the outcome of the CT scan is unknown. The patient was readmitted for deep vein thrombosis. The issue was resolved and he¿s been discharged from the hospital. Effective therapy was restored.